Event description:
The initial reporter stated that they would obtain questionable elecsys acth assay results from patient samples tested on the cobas e 602 module about once a month. One example of discrepant results was provided: the initial result of the initial patient sample was 523.8 pg/ml. The result of a new sample was 51.92 pg/ml. The reporter deemed the initial result too high and the result discrepancy too large, regardless of acth's diurnal variation, relation to stress or other factors. The reporter stated that the expected "measurement" was about 30 pg/ml. The date of event is unknown and only a tentative date was provided.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The patient sample was requested for investigation.

Manufacturer narrative:
The investigation included a review of the qc data. The qc results were within the specified ranges. Two samples (the reported morning and a recollected afternoon sample) from the patient were received for investigation. The investigation noted that the recollected patient sample was hemolytic. The investigation tested the patient samples for elecsys acth assay; the investigation confirmed the customer's results. The investigation also sent the patient samples to an external laboratory that uses a siemens analyzer; the results from the external laboratory matched the elecsys acth assay results. Product labeling states, "specimen collection and preparation - only use pre-cooled sampling vials. After drawing the blood, put the vials immediately on ice. Use a cooled centrifuge to separate the plasma. Measure samples immediately or freeze them at -20 °c (± 5 °c). Stable for 3 hours at 2-8 °c followed by 2 hours at 20-25 °c, 10 weeks at -20 °c (± 5 °c). Freeze only once." The investigation did not identify a reagent problem.